Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 725mg/dl. The customer's most recent glucose reading was 182mg/dl. Troubleshooting was performed. The time and date was incorrect, however, the settings on the insulin pump were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and to revert to back up plan. No further info was provided.